Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having the stimulator ¿taken out on the 30th¿ ((B)(6) 2019). This was clarified to mean that they were having it removed because for the last month and a half, it had been ¿very, very tender around it¿ (i.e. Implant site) and because they need to have an MRI done for issues unrelated to the implanted device. The issue started ¿last month and a half¿ (2019). In addition, it was noted that the patient had a fall where they ¿fell forward¿. Further, it was clarified that they fell ¿back in (B)(6)¿ and ¿broke a lot of bones¿. The patient did not fall on the implant. The patient did state that they had a return of their symptoms which was clarified to mean that every time she goes to the bathroom when she stands up she "pees again". Using the programmer, it was determined that the stimulation was on and that the patient was on program 2 at 8.0. The patient indicated that, every week, they increased the stimulation ¿every week¿. They clarified that ¿even when the ins is "working really good" and she is "not peeing" she still "turns it up to make sure that it is still works" and then she decreases back to her "normal setting". There were no further complications reported or anticipated.